Event description:
Revision surgery - patient fell and was in pain. Upon intraoperative examination, the doctor found inflammation, which he felt was unrelated to the implant. Doctor implanted a thicker insert for additional stability.